Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple intermittent power source alerts after plugging the pump into a wall outlet which resulted in the pump shutting down. The customer's blood glucose ranged from 323 mg/dl to 485 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.